Event description:
The clinic reported that a laser vision correction patient presented with branch retinal venous occlusion (brvo) in left eye with cotton wool spots (cws) 8 months post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry spot in visual acuity in left eye. Bcva right eye pre-op 20/20 post-op 20/20. Left eye pre-op 20/20 post-op 20/40.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.